Manufacturer narrative:
Continuation of d10: product ID: afapro28, product type: balloon catheter. Product ID: 990063-020, product type: mapping catheter. Product event summary: the 4fc12 sheath with lot number 0012012428 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handler. No anomaly was identified during the external visual inspection. All the handle, shaft and sideport were intact with no apparent issue. The dilator was not returned. The steering mechanism and deflection test were performed. The shaft is bending as initially intended and is bending in the plane. There is no difficulty, no friction, or any noise in the steering mechanism. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch gauge(psig)showed the pressure decay in the device was 0.038 psig (should be less than 0.3 psig). The flushing test with 6 psig showed the pressure decay in the device was -0.001 psig (should be less than 0.2 psig). The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.008 psig (should be less than 0.2 psig). All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the reported arteriovenous fistula occurred during the procedure and could not be confirmed through product analysis. The sheath passed the return product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the patient developed an arteriovenous fistula. The case was aborted. No further patient complications have been reported as a result of this event.